Event description:
It was reported by the affiliate that the surgeon had accidently touched a metal clip which he believes broke the distal active blade of the first instrument. However, the second and third instruments then broke before entering the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.